Event description:
(B)(4). The device was provided at the hospital (B)(6). Periods became worse. Very heavy and went from 4 days to 7, and is irregular. Extreme abdominal pain, which is constant. Severe diarrhea and nausea. Ended up getting my gallbladder out in an emergency surgery, but the pain just keeps getting worst. I am on anxiety meds because of this and also my thyroid is messed up again. (Hypothyroidism) all blood work and scans came back "normal"